Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3387s-40 lot# v199170, implanted: 2009 (B)(6); product type lead product ID 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3387s-40 lot# v098699, implanted: 2008 (B)(6); product type lead product ID 7426 lot# serial# (B)(4), implanted: 2008 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported, the patient¿s device was shut off by a magnet. It was stated, the patient¿s hand was overactive and when the device was turned back on the symptoms stopped. [Omitted information from related pes (B)(4)-fall, lead exposed and (B)(4)-infection @lead site].

Manufacturer narrative:
(B)(4).